Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 29 mmol/l at the time of incident. Troubleshooting was done. The customer performed plunger push. The customer stated that the insulin did not exit and there was greater than normal resistance during plunger push. The customer was advised to change the infusion set and the reservoir. The reservoir will not be returned for analysis.